Event description:
It was reported that they were unable to cut through the cystic duct. It wouldn't cut through cleanly and tore the cystic duct and the artery, creating a potential safety issue. An additional procedure was required 24 hours later to repair the tear. There was 300cc of blood loss. No blood transfusion was required.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions (sss) for analysis. Therefore, no visual or functional inspections could be performed. As the lot number was not reported the device history record could not be reviewed. The reported event may be attributed to the following: use error, ancillary equipment error, user expectation. Processing error. The reported event will continue to be monitored through post-market surveillance. Facility no longer had the device.